Manufacturer narrative:
Date of event: unknown. (B)(6). Results: no samples were returned and no photos were attached, ten (10) retained tubes were drawn with horse blood. None of the tubes pushed off the np needles. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 367374. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® pst¿ ii tube 3 ml with light green hemogard closure was pushed off of the holder whenever it was put on. The tube had to be held in the correct position while the tube was being filled with blood. No injury or medical intervention reported.